Manufacturer narrative:
The main component of the system. Other relevant devices are: guide sg-64 aaa endoanchor 62 cm, s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx guide, applier and endoanchors were used prophylactically in the endovascular treatment of the patient. An endurant stent graft system was also implanted on the same date. It was reported 2 days post the index procedure that the patient had an altered mental status that was noted to be related to the index procedure. The had a prolonged hospitalisation and the event resolved with treatment 8 days post the index procedure. No additional clinical sequelae were reported and patient will be monitored.